Event description:
Additional information received reported that the surgeon happened to pull out about 3 cm of the lead; however it was unclear how it happened. It was added that it was possible that the issue stemmed from a lead fracture or even a weak lead. The patient underwent further surgery on 2013-(B)(6) where the rest of the lead was removed. New left and right leads were implanted and the patient was receiving effective therapy afterwards.

Event description:
It was reported that the patient presented for surgery with only a left lead implanted. The right lead had previously been removed (reason not known). The physician planned to attach the left lead to a new extension and stimulator. While attaching the extension to the lead, an estimated 3 cm of the lead came out. The extension was covered with a cap at the lead attachment site, attached to a 37603 (activa) and implanted. The rest of the lead was left implanted in the patient. The patient was unaffected by the event, however, further surgery was anticipated. Additional information was requested, if received, a supplement report will be sent.

Manufacturer narrative:
Clarification - item used/reporting on is a lead, as a stimulator was not implanted until after the issue occurred. (B)(4).

Manufacturer narrative:
(B)(4).